Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Motor error alarm occurred during prime test due to faulty force sensor relay. Motor passed motor test. The low reservoir alarm functioned properly. No low reservoir alarm during testing. The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during priming, after receiving a low reservoir alarm. The customer's blood glucose was 79 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was using the sensor feature on the insulin pump. He was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.